Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A revision surgery was performed, upon examination fluid leakage due to a hole in the balloon was found. A revision surgery was performed to explant and replace the device. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually and microscopically inspected. A pinhole was identified at the sphere-adapter junction consistent with fatigue. The balloon did not pass the leak testing. The cuff was visually inspected with no damage identified. The cuff passed the leak testing. The pump was visually and microscopically inspected with no damage identified. The pump passed the leak testing. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected based on the damage to the balloon.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A revision surgery was performed, upon examination fluid leakage due to a hole in the balloon was found. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.